Event description:
It was reported that the right ventricular lead exhibited failure to capture and high impedance. A floroscopy was performed and it was discovered the lead perforated. The lead was capped and replaced on (B)(6) 2023. The patient was discharged.